Manufacturer narrative:
Correction: section h11 - the correct DHR statement should have been "a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.", rather than "a device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined." In 2017865-2026-08490.

Event description:
New information received notes that the physician believed the infection was unrelated to abbott procedure and any abbott device. The patient's device pocket was healing following the pocket revision procedure.

Event description:
It was reported that the patient presented to the hospital for a pocket revision on (B)(6) 2026 with the right atrial (ra) lead eroded through the skin and a possible infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced; the ra lead was capped while the right ventricular (rv) lead remained implanted with the new single chamber ICD. The physician then remodified, cleaned and closed the device pocket. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.